Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient¿s ins was removed because it was bothering them and causing pain at the pocket site. No further complications were reported. Follow-up was conducted.